Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen became unresponsive, allowing only slide-to-unlock and preventing access to the upper middle of the interface, which impeded viewing notifications and managing the cartridge; the problem involved an unresponsive touch interface associated with the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software-related issue associated with an unresponsive key or button behavior localized to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient was informed of the relearn period and instructed to return the old pump via fedex or ups.